Event description:
It was determined that the tip on the sternal saw was loose. This was found during set up. The product was not changed out and the surgery was completed successfully.

Manufacturer narrative:
The device was returned to terumo. The loose tip had no effect on the functioning of the device. The poor condition of the cable led to the tip being loose. Preventive maintenance would have prevented the reported failure mode. The saw was repaired by the service department and returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.